Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not emit rays. Upon further inspection fse confirmed system had bist error on image storage board (isb)board. Fse replaced the isb, downloaded the requested software board. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not emit x-ray. The system was in clinical use. There was no report of harm. Philips has started an investigation of this complaint.